Manufacturer narrative:
The device was returned and evaluated by quality compliance and product development. Visual inspection confirmed that the distal tip of the inserter's inner shaft had sheared off. While the exact root cause could not be determined, the failure may be attributed to factors such as patient anatomy, deviation from the recommended surgical technique, or overtightening/excessive torque during implant insertion. Review of labeling: possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: bending, disassembly, or fracture of implant and components. Pain, discomfort, or abnormal sensations due to the presence of the device serious complications associated with any surgery may occur. These include, but are not limited to: wound complications, infection, genitourinary disorders, gastrointestinal disorders, respiratory disorders; cardiovascular disorders, including myocardial infarction (heart attack) or arrhythmias; neurologic injuries resulting in weakness, paralysis, numbness, tingling, or pain; vascular (blood vessel) injuries, including hemorrhage (bleeding); thrombosis (blood clots) leading to deep venous thrombosis or pulmonary embolism; or death.

Event description:
A patient underwent lateral lumbar interbody fusion (llif) on (B)(6) 2025 utilizing the orthofix/seaspine waveform l interbody system. During insertion of the lateral interbody, the tip of the regatta lateral inserter fractured, and the instrument fragment was left in the implanted interbody. The procedure was completed successfully without significant delay, and there were no reported patient injuries or need for additional intervention.